Event description:
The customer reported that the battery capacity would not print out at the end of testing. This is indicative of a battery failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.